Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient complained of chest pain and  an echocardiogram showed some fluid, indicative of pericardial effusion secondary to possible micro-perforation. Pericardial drainage was performed and subsequently the right atrial (ra) and right ventricular (rv) leads were revised and remains in use. No further patient complications have been reported as a result of this event.